Event description:
The guide stop and one of the tips were found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during testing at the user facility. There were no adverse consequences related to this event.